Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call device issue. The customer's blood glucose was unknown at the time of call. Trouble shooting was performed and found the device was dropped in the pool and will not turn back on. Customer reported fluid visible under the lcd display. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify weak battery alarm and failed battery test due to blank display. Pump was received with minor scratched lcd window, cracked battery tube threads, cracked case at the display window corners, cracked lcd window, scratched reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address, serial number label and cracked reservoir tube lip.